Manufacturer narrative:
Additional information: the product was returned for inspection. Review of lot 17155611 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) the 110 cm. 7 fr. Maxi ld 25 x 4 balloon catheter (bc) could not be fully expanded. The device could not be taken out flat and took the physician thirty (30) minutes to withdraw the bc. After removal, the balloon was found to have a space of the tip and inner rod. The procedure was to treat a patient with biliary stenosis. The patient was reported to have normal blood pressure. Additional information received indicated that the physician experienced inflation difficulty with the device. A non-cordis inflation device was used in attempting to inflate the device to three and one-half atmospheres (3 atm.) Of pressure. The physician also experienced deflation difficulty. The bc was eventually deflated, but took an extended length of time and was finally removed successfully. No additional intervention was necessary in order to remove the product from the patient. Another product was used to complete the procedure successfully. There was no reported patient injury. It was not specified what was meant by the statement ¿found the balloon has space of the tip and inner rod¿, but there was no reported separation of the product. No additional target lesion characteristic information was provided. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The device maintained negative pressure. Omnipaque contrast was used to prep the device in a one to one (1:1) contrast to saline ration. No other product issue was noted upon inspection of the product after removal from the patient. No additional information is available. The product was returned for analysis. A non-sterile unit of maxi ld 7f 25x4 110cm bc was returned. Per visual analysis the device was received inside of an unknown device. Eight kinks were observed at 5 cm, 6 cm, 22 cm, 55 cm, 78 cm, 84 cm, 96 cm and 108 cm from the distal tip. The balloon was received burst. Dimensional and functional analysis could not be performed as the proximal balloon seal was observed to be torn due to the balloon burst. An axial burst was observed along the balloon length. It was also noticed that a piece of the balloon was missing and was not returned. Per sem analysis neither external nor internal surfaces presented evidence of damages that could be related to the balloon burst/rupture. The marker bands did not reveal any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17155611 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta system/ withdrawal difficulty-from vessel¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, the kinks and balloon burst may be indicative of force being applied to remove the device. The reported ¿balloon inflation difficulty-partial or slow¿ and ¿balloon deflation difficulty - (peripheral)¿ are not confirmed as the condition of the returned device meant it¿s functionality and dimensions could not be analysed. Vessel characteristics are unknown, however the device is indicated for arterial use only therefore off-label use may have contributed to the events. According to the IFU ¿the maxi ld pta catheter is intended to dilate stenoses in peripheral arteries below the aortic arch. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. The catheter system should be used only by physicians trained in the performance of arteriography and who have received appropriate training in percutaneous transluminal angioplasty. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Maintaining a vacuum on the balloon, withdraw the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta) the 110 cm. 7 fr. Maxi ld 25 x 4 balloon catheter (bc) could not be fully expanded. The device could not be taken out flat and took the physician thirty (30) minutes to withdraw the bc. After removal, the balloon was found to have a space of the tip and inner rod. The product will be returned for inspection. The procedure was to treat a patient with biliary stenosis. The patient was reported to have normal blood pressure. Additional information received indicated that the physician experienced inflation difficulty with the device. A non-cordis inflation device was used in attempting to inflate the device to three and one-half atmospheres (3 atm.) Of pressure. The physician also experienced deflation difficulty. The bc was eventually deflated, but took an extended length of time and was finally removed successfully. No additional intervention was necessary in order to remove the product from the patient. Another product was used to complete the procedure successfully. There was no reported patient injury. It was not specified what was meant by the statement ¿found the balloon has space of the tip and inner rod¿, but there was no reported separation of the product. No additional target lesion characteristic information was provided. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The device maintained negative pressure. Omnipaque contrast was used to prep the device in a one to one (1:1) contrast to saline ration. No other product issue was noted upon inspection of the product after removal from the patient. No additional information is available.